Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d4: additional device information; d9: device availability; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: adverse event problem; h10: additional narrative. Zimvie received one (1) teeha455, tsv® bellatek® encode® emergence healing abutment 4.5mm(d) 5.5mm(p) 5mm(h) for evaluation. Visual evaluation and functional test were performed. Returned abutment shows signs of wear/use. Tested in-house tsv implant and it seats as intended. DHR review was completed for the subject lot number 1281658. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1281658 for similar events and one other complaint was identified. Review completed utilizing keywords: dental: fit: does not seat. The customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. Returned abutment was tested in-house with a tsv implant and it seats as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the healing abutment would not engage when trying to seat in the patient's mouth. They were able to complete the procedure with another abutment.